Manufacturer narrative:
X-ray. Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted in the mitral position using a valve-in-valve procedure after an implant duration of approximately four (4) months and twenty (20) days . The reason for reoperation is mitral stenosis and both devices remain implanted. There were no reported complications.